Event description:
Revision of equinoxe shoulder system components approximately 2 years and 4 months post operatively due to rotator cuff failure and pain. This event was reported through clinical data collection.

Manufacturer narrative:
The contribution of the devices to the experience report could not be determined as the devices were not returned for evaluation. Additionally, the device specific identification information was not provided, precluding a review of the device history record.